Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture diagnosed via MRI. The device has been explanted.

Event description:
Healthcare professional additionally reported "breast mass".

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as surgical damage and missing piece of shell assessed as inconclusive. ¿ lump/nodule: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.